Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient¿s previous ins was replaced due to it taking longer and longer to charge. Device registration shows that the patient¿s previous ins¿s was primary cell non-recharge ins¿s. No further complications were reported or are anticipated. The indication for use is unknown.